Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. No information was provided regarding the patient's postoperative biometric values, the nature of the iol used, or any intraoperative complications that may have affected the outcome. Likewise no information was provided regarding any postoperative complications or medication use that may also have had an affect. There is no mention of failure of the stent. Possible root cause is that anterior chamber shallowing with/without transient iol movement, and iol complications are established risks associated with use of the stent, which are clearly identified in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that following two combination cataract removal with intraocular lens (iol) implant and glaucoma stent implant procedures, the patients complained after some time about visual impairment despite the newly implanted multifocal lens. The patients had experienced a significant change of diopter due to a myopic shift. It was noted that the symptoms are continuing, and a "different slight decrease in the first high diopter difference over a longer period" was recognizable. It was also noted that the intraocular pressure (iop) reduction was very good. Additional information was received, indicating that the stent was implanted close to the haptic of the lens, which led to dislocation of the lens and consequently to diopter change. This report is for the second of the two identified patients involved.